Event description:
According to the reporter: occurred during a laparoscopic cystoprostatectomy bricker robot. While at the level of the section of the small hail and during the restoration of the digestive time continuity and several successful staples with the device, the clamp blocked. The clamp could not open therefore they had to alter the clamp and the section of the hail. To remove the clamp it was necessary to insert the hail via a passage to laparotomy which caused tissue loss and damage upon the removal of the hail. Patient status was unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic cystoprotatectomy bricker robot. While at the level of the section of the small hail and during the restoration of the digestive time continuity and several successful staples with the device, the clamp blocked. The clamp could not open therefore they had to alter the clamp and the section of the hail. There was problem with opening or closing the jaws of the device. The jaws of the device locked on the tissue. To remove the clamp it was necessary to insert the hail via a passage to laparotomy which caused tissue loss and damage upon the removal of the hail. An additional operation will be performed. The device was damaged while trying to put it through the port. At the beginning, there was poor staple formation.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The loading unit was received engaged with the subject instrument. Visual examination of the loading unit noted that it was fully fired with the jaws clamped and the knife bar assembly advanced to the extreme distal end. This indicated that the jaws did not open when the instrument return knobs were retracted. This provided evidence that the loading unit was not engaged properly during loading. Functional evaluation of the loading unit found no abnormalities. A review of the device history record indicates the product was released meeting all manufacturers¿ quality release specifications at the time of manufacture. Staple pre-fire and/or inability to open the jaws after clamping may occur under the following conditions. The shipping wedge has been removed or is no longer fully seated in the metal channel prior to loading. The shipping wedge has been removed or is no longer fully seated in the metal channel and the jaws have been manually clamped prior to loading. 3. The shipping wedge has been removed or is no longer fully seated in the metal channel and an attempt has been made to load a loading unit with the instrument firing rod extended. Please note that the yellow shipping wedge must be securely in place during instrument loading. The shipping wedge ensures that the single use loading unit (sulu) engages in the instrument to facilitate clamping and unclamping. Section #2 in the instructions for use, which accompanies each product shipment, cautions the user caution: do not attempt to remove the shipping wedge until the single use loading unit (sulu) is loaded into the instrument. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened, and the investigation summary amended as appropriate.

Event description:
According to the reporter: occurred during a laparoscopic cystoprotatectomy bricker robot. While at the level of the section of the small hail and during the restoration of the digestive time continuity and several successful staples with the device, the clamp blocked. The clamp could not open therefore they had to alter the clamp and the section of the hail. There was problem with opening or closing the jaws of the device. The jaws of the device locked on the tissue. To remove the clamp it was necessary to insert the hail via a passage to laparotomy which caused tissue loss and damage upon the removal of the hail. An additional operation will be performed. The device was damaged while trying to put it through the port. At the beginning, there was poor staple formation. Patient status was unknown.